Manufacturer narrative:
Unit passed displacement test; it failed self test returning an unexpected hardware low level failure alarm. The backlight led was working throughout testing. No missing segments/partial displays or unexpected display anomalies were noted during testing. Hardware low level failure alarm is confirmed in the formatted history file to a loose connection or a cold solder joint at u1 keypad assembly. No unexpected audio/vibrate. Anomaly/absence of alarms were noted during testing.

Event description:
The customer reported via phone call that the sensor was expired. The customer's blood glucose level was unknown. The device will be returned for analysis.